Event description:
The complainant reported the patient was on impella rp flex support. While on support, it was noticed the pa placement signal was increasing and the flow was decreasing on p6. Flows were 3l when starting, but down to 2l. It was evident that the pump ingested a clot. Heparin was on hold. Patient started showing markers of hemolysis including requiring blood transfusions and lactate dehydrogenase increasing from 3000-4000 to upwards of 6000. The pump was replaced with a new rp flex and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of thrombus and hemolysis has been completed. The data was not returned to review. Visual inspection found no biomaterial in the pump housing. Kinked can was found about 23 mm from delo bonding site of can and if cage. No other issues were found on the rest of the pump. Pump was conducted hemolysis test and& passed the test with mih: 6.3. The root cause of hemolysis was unable to be determined since no issue was found on the product and insufficient evidence from data log and clinical review. As the necessary information was not provided, the root cause of the thrombus was not determined